Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 6/14/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. Only returned a half of lens. No damaged was observed to the haptic. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation requests for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Gender/sex: unknown. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model: zcb00 +22.0 diopter) was removed from patient¿s operative eye because the lens didn¿t sit in the patient¿s eye as the eye couldn¿t handle the lens due to loose zonules. Reportedly vitrectomy was performed. Additional information was received, and it was learnt that patient left aphakic. There was no incision enlargement. There was no patient injury reported. No further information provided.